Event description:
It was reported that a patient was revised due to loosening. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). D10- medical product. Femur trabecular metal (cr) standard porous item# 42502806202; lot# 64488477. Articular surface (mc) right 12 mm height item# 42522100412, lot# 64808502. All poly pat ve 29 mm dia item# 42540200029, lot# 64765398. G2- australia. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.